Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Non-physiologic oversensing due to noise observed on stored atrial lead electrocardiograms (episodes 16612 - 16619).the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance steady at approximately 472 ohms through (B)(6) 2016, jumps out of range by (B)(6) 2016. The impedance on the atrial pacing lead was beyond the expected lower range. Minimum atrial pace impedance dips to 247 ohms the week of (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had high and low pacing impedance, noise and sensing integrity counter (sic) in the atrium increased. The patient had an x-ray and a noise test was conducted but there was no reproducibility observed at outpatient. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.